Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test due to prime anomaly. The pump passed self-test. No software error alarm was noted. The motor passed motor test. The pump was received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The mother stated that they changed out the tubing and did more than 2 units of insulin. The customer stated that they did not see any compromised force sensor system alarms or motor error alarms in the history file. The mother declined to troubleshoot for high readings. The customer will be sent a replacement pump.